Event description:
It was reported there was an issue with the monitors on the monitor cart. This can cause the system to become unusable when the left monitor is unable to display an image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fuse was replaced during the service call. The system was tested and found to be working as intended and put back into service.